Manufacturer narrative:
Received a 6.6f pro-fuse CT lp port for evaluation. A visual inspection reveals two pinholes in the base of the port. The device was sent to the engineering department for further evaluation. The septum was removed to evaluate the port reservoir floor. The holes through the port base measured to be .023" and .020" (measured from the posterior side). The 22ga needle ods are typically 0.028" nominal. The puncture holes being .005"-.008" smaller in diameter could be attributed to only a portion of the pointed huber needle tip penetrating the port floor, or it could be due to possible use of an off label trocar style huber needle. Product validation determined the average force required to pierce the low profile port base floor with 19 and 22gauge huber style needles. For the 19 gauge needle the average force was 15.91 lbs with a minimum force of 14 lbs. For the 22 gauge needles the needles bent at an average force of 4.62 lbs and did not penetrate the base floor. We are unable to determine the cause of this event. Excessive force may have been used when accessing the port.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
Back of port has hole in it.